Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2018-00231: case 1; 3025141-2018-00235: case 3.

Event description:
Patient with a fracture of the fibula was treated with a fibula rod and some screws. The patient experienced a superficial laterial infection requiring formal washout and antibiotics for 7 days. The fibula rod was retained. Reference: appleton, p et al., the fibula nail for treatment of ankle fractures in elderly and high risk patients. Techniques in foot and ankle surgery 5(3):204-208, 2006